Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump squirted out insulin during the manual prime. The customer did not recall the blood glucose reading. The customer was not wearing the insulin pump at the time of the prime process. The tubing connector and top of reservoir were dry prior to connection. The customer was unsure if there was a gap between the piston and the reservoir stopper during the prime. The drive support cap was protruded. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarm during the basic occlusion test due to loose/protruded drive support disk. It was unable to perform occlusion, prime and excessive no delivery test due to alarms. No numbers scrolling during testing noted. Unit received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched display window and cracked battery tube threads.